Manufacturer narrative:
(B)(4). The reported complaint that the "iab catheter dilator used during insertion has frayed" is confirmed based on the customer submitted photo with the complaint report. In the photo, the dilator tip was noted to be damaged/split; the appearance of the dilator tip showed an inconsistent diameter with damage to the material at the tip opening. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged dilator tip. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported " the iab catheter dilator used during insertion has frayed". Additional information states that the iab catheter was removed and insertion was attempted on the other side and failed. It was decided to treat the patient with another method. The patient's current condition is reported as "unknown".

Event description:
It was reported " the iab catheter dilator used during insertion has frayed". Additional information states that the iab catheter was removed and insertion was attempted on the other side and failed. It was decided to treat the patient with another method. The patient's current condition is reported as "unknown"

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The serial number reported is (B)(6). The lot number reported is 18f25b0114. Returned for investigation was an 8.0fr dilator and a pre-dilator from a semi-finished insertion kit for a 40cc ultraflex intra-aortic balloon catheter (iabc). The sample was returned in a cardboard box and was in a sealed bio-hazard bag. Upon return, the hub of the dilator and pre-dilator appeared typi-cal. Upon further inspection, the tip of the dilator and pre-dilator was found to be damaged/split; the appearance of the dilator tip and pre-dilator tip showed an inconsistent diameter with dam-age to the material at the tip opening. No dried blood was noted on the exterior surfaces of the returned samples. Dried blood was noted within the interior surfaces of the dilator. No other damage or abnormalities were noted. The customer submitted photo was reviewed. In the photo, the dilator tip was noted to be damaged/split; the appearance of the dilator tip showed an incon-sistent diameter with damage to the material at the tip opening, which is consistent with the re-ported event. The returned dilator and pre-dilator was aspirated and flushed successfully. No ab-normalities or debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to re-lease. The reported complaint that the "iab catheter dilator used during insertion has frayed" is con-firmed. During the investigation, the returned dilator and pre-dilator was found to be dam-aged/split at the tip. The appearance of the dilator tip and pre-dilator tip showed an inconsistent diameter with damage to the material at the tip opening. The cause of the damage is undeter-mined. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged dilator tip. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported " the iab catheter dilator used during insertion has frayed". Additional information states that the iab catheter was removed and insertion was attempted on the other side and failed. It was decided to treat the patient with another method. The patient's current condition is reported as "unknown"